Event description:
It was reported on (B)(4) 2013 during a veterinarian femoral head osteotomy, the metal pins inside of the small battery drive casing sheared off and the battery was unable to make a connection. Reported the surgeon completed the procedure with a similar device with no further problem. This is 1 of 1 report for this event.

Event description:
This is report 1 of 1 for the complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporter's complaint of bad battery connection was confirmed. The battery casing was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot # (4445) reported in the initial medwatch was the supplier lot#. The synthes lot# is;5632061. Placeholder.